Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported the patient was scheduled for an MRI, the rep checked impedances at the appointment and it was determined that there was a short circuit on the right lead with combinations eight and nine which was 37 ohms and 10 and 11 which were 36 ohms. These combinations were not being used in the patient¿s programming. The patient was unable to have an MRI. The reason for the MRI was that the patient was experiencing change of mental status. The patient stated that they frequently fall which may have contributed to the event. No interventions were taken to resolve the issue. The patient was going to talk to the general neurologist to see if they could have a cat scan instead of an MRI. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.